Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 379 mg/dl, 188 mg/dl, 140 mg/dl, 136 mg/dl, 117 mg/dl, 134 mg/dl, and 128 mg/dl. No high blood symptoms reported with these results. The customer did not provide the location where the discrepant results were obtained. No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of supsect device and replacement was sent.